Event description:
I experienced the symptoms of pink eye, but my eye did not turn pink. My vision was blurred, I was sensitive to light, my eye itched and it felt as though there was a foreign object in it. I was treated for pink eye by my dr. The symptoms recurred and it was attributed to the fact that I only used the drops for 6 or 7 days. I was again given a prescription for sulfacetamide. The symptoms cleared after this. The following year, I was again treated for pink eye. I became aware of the recall for complete multi-purpose solution today. I have since discarded the second box of this solution since it was purchased in a double pack. Dates of use: 2007 - 2008. Diagnosis or reason for use: contact solution.